Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint of a cosmetic issues was received from the customer. A photo was provided for investigation. In the photo it was observed that two of the y-sites are tinted yellow. A device history record review for model 20038e lot number 21015535 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jan2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that a tri-port ext w/3 vlv ports had foreign matter at an unspecified time. The following was reported by the initial reporter: "it was reported that the smart site connector is yellow tinted. Verbatim: yellow portion of smartsite connector".